Manufacturer narrative:
Deformation, which restricted function of the jaws. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review. A supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on the event date, that a radial jaw 4 single use biopsy forceps large capacity was used during a gastroscopy procedure performed in the same month. According to the complainant, during the procedure, after retrieving two tissue samples, a third was attempted; however, after inserting the device into the scope, deformation of the forceps was identified while viewing on the monitor. This restricted the jaws from opening. At this point, the device could not be removed from the scope and required both the scope and forceps be removed together. The distal part of the forceps was the cut through with a wire cutter and the proximal section was pulled back through the working channel. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no patient complications as a result of this event. This event did not result in harm to the patient or damage to the gastroscope.